Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings that contributed to symptoms of hypoglycemia and a near loss of consciousness. The patient experienced dizziness, blurry vision, sweating, and shaking. After returning home, the patient performed a fingerstick blood glucose (fsbg) test, which showed 47 mg/dl, while the cgm displayed 67 mg/dl. Due to ongoing symptoms, the patient sought medical care. Upon arrival at the emergency department (ed), a fsbg showed 35 mg/dl, while the cgm continued to display 67 mg/dl. The patient was treated with a glucagon injection. Additional treatment included oral intake (juice and food) and intravenous (IV) support to raise blood glucose levels. After less than 24 hours of observation, the patient¿s glucose levels stabilized, and she was discharged home in improved condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. At the ed, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings that contributed to symptoms of hypoglycemia and a near loss of consciousness. The patient experienced dizziness, blurry vision, sweating, and shaking. After returning home, the patient performed a fingerstick blood glucose (fsbg) test, which showed 47 mg/dl, while the cgm displayed 67 mg/dl. Due to ongoing symptoms, the patient sought medical care. Upon arrival at the emergency department (ed), a fsbg showed 35 mg/dl, while the cgm continued to display 67 mg/dl. The patient was treated with a glucagon injection. Additional treatment included oral intake (juice and food) and intravenous (IV) support to raise blood glucose levels. After less than 24 hours of observation, the patient¿s glucose levels stabilized, and she was discharged home in improved condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.